Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) product type programmer, patient product ID 97755 lot# serial (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6) , ubd: , UDI#: (B)(4) ; product ID: 97755, serial (B)(6) , ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the controller and recharger 'pick the days that they want to work'. Pt said they had to fiddle around with the charger like the cord entrance and stuff to get it to work. The controller did not turn on at all when it did not work. Sometimes it came on and sometimes it did not. Sometimes pt could get it to fiddle around or reset. Pt was concerned one day they won't be able to get it to work and they will be in pain. Pt confirmed controller was charged to 100%. On the call patient services (pss) had pt plug in the recharger. The screen went out and came back on with medtronic splash screen. Pss instructed pt to take the battery out and plug the controller in the wall. It turned on. Pss had pt try aa batteries. The controller powered on with aas. Pss had pt put the battery pack in and controller worked fine. They had pt clean the pins and plug in recharger again. As soon as pt plugged in the recharger the screen went out again. Pt confirmed they saw no damage. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. On (B)(6) 2022 additional information was received. It was reported that they plugged in the replacement recharger antenna (rtm) and the ac power supply, but the controller would still go blank/unresponsive. Pt also said they noticed they would be charging the ins for a period of time and look at their controller, but would realize the controller had not charged their ins at all. Pt said they had to wiggle the cord by the port to get the controller to turn back on. An email was sent to the repair department to replace the controller. No symptoms were reported.